Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (alp) was unable to be interrogated over conductive telemetry. The alp was removed and a different device was used to complete the procedure. The patient was in stable condition.